Event description:
It was reported that customer observed more insulin remaining in cartridge than amount indicated on pump gauge. There was no reported impact to the customer¿s blood glucose level. Customer declined further technical support, no additional troubleshooting or corrective actions were performed, and case was documented and closed with no further information obtained.